Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated at a routine follow-up. Further testing during the examination found a high shocking impedance on a competitor's lead.